Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he experienced a low blood glucose reading of 40 mg/dl. The customer treated by drinking orange juice. The customer's current blood glucose reading is 110 mg/dl. The customer also stated that he had received a change sensor alert after consecutive calibration not accepted alerts. The customer declined troubleshooting for the calibration not accepted alerts. The sensor will be returned for analysis. However, the insulin pump will not be returned for analysis.

Manufacturer narrative:
The information on section was incorrect with the initial report. The correct information has been provided with this report.